Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050. The device history files were read and analyzed. The described infusion was found on (B)(6) 2025. A space line was selected and the infusion started with a rate of 290ml/h. During the infusion the "no drops" alarm occurred one times and the "too few drops" alarm occurred two times. During the infusion, the rate was change several times. After approx. 1 hour an 25 minutes the infusion was stopped. At this time, 530,45ml was infused. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,36%. The device matches the required values and standards. All measured values are within our specification. The test was performed with the drop sensor. The drop sensor was checked according to the technical safety check. The drop sensor occurred the flow alarm and the no drops alarm. No malfunction could be detected. The device was disassembled, and the inside was investigated. No visible damage was found inside the device. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: during the functional test, a malfunction of the operating unit was found. The malfunction has nothing to do with the described malfunction. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the pump is lagging, making a rattling sound. The infusion pump was lagging during the medication treatment. The speed should have been 290ml/h, but in the end the speed was 590ml/, and the medicine was not dripping any faster."